Event description:
It was reported that a system error (se) 2240/2367 (air in set) occured during dwell 3 of 4 on the home choice (hc). During troubleshooting, the home patient (hp) reported they had two solution bags connected and the clamp was open on the unused line. The hp would complete therapy with manual supplies. There was patient involvement; however, there was no patient injury or medical intervention was reported as a result of this event.

Manufacturer narrative:
(B)(4). This report of a system error (se) 2240 determined to be caused by use error due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.